Event description:
It was reported that a patient had an initial left total knee arthroplasty and was subsequently revised about fifteen months post procedure due to pain, instability, and limb length discrepancy of 1.5cm. During the revision, it was noted that the components were slightly internally rotated. This was corrected, and the patient was much improved upon follow up. No intraop records or product information has been provided to date.

Manufacturer narrative:
(B)(4). G2: great britain. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products ------------------------------------------- kne-nexgen-bearings-unk. Kne-nexgen-femorals-unk.